Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction and software malfunction alarm occurred. The customer will continue to use pump for insulin therapy. There was no reported adverse impact to customer's blood glucose level.